Event description:
Information was received that the seizure was not believed to be related to the vns decrease since the patient had seizures like this in the past as a part of his condition, and that the seizure was at his pre-vns baseline. No additional relevant information has been received to date.

Event description:
It was initially reported by a physician that the patient is experiencing voice alteration with stimulation. The patients' settings were decreased. Information was received that at the appointment with the patient, the patient had a strong loud voice and when stimulation occurred the patient¿s voice decreased to a whisper. It was also reported that the patient had a severe seizure with loss of consciousness and needed to go to ER after last setting decrease, which was done to reduce the voice alteration. Physician was not sure that the decrease was the cause but nothing else had changed for the patient besides the setting decrease. It was stated the physician was alluding to vns setting decrease causing the breakthrough seizure. No surgical intervention has been reported to date. No additional relevant information has been received to date.